Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The printed circuit assembly (pca) required replacement to address the issue. Additional findings not related to the malfunction/issue included replacement of the in-line filter proximal and the in-line filter due to contamination. Additionally, the air foam inlet filter and muffler were replaced as part of preventative maintenance.